Event description:
The event is reported as: the customer alleges the device prongs fold over, block the flow of oxygen and will not stay in place in a neonates nares during use. Although it was reported there was delayed treatment there was no harm to the pt.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.